Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 7126529) and a prowler select plus 150/5cm microcatheter (606s255x, 30952061) were placed in the target position. The physician encountered resistance during the process of delivering the stent. After the stent passed through the microcatheter tip, the doctor tried to release the stent, but the stent could not be released. After 2 attempts, the stent was still unable to release. The physician removed the stent with the microcatheter together and completed the surgery. The stent markers were found to be kinked/bent. The patient suffered from intracranial arterial stenosis. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30952061 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30952061 number, and no non-conformities related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00165 and 3008114965-2023-00166. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 7126529) and a prowler select plus 150/5cm microcatheter (606s255x, 30952061) were placed in the target position. The physician encountered resistance during the process of delivering the stent. After the stent passed through the microcatheter tip, the doctor tried to release the stent, but the stent could not be released. After 2 attempts, the stent was still unable to release. The physician removed the stent with the microcatheter together and completed the surgery. The stent markers were found to be kinked/bent. The patient suffered from intracranial arterial stenosis.